Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (all indicators on the front panel of the subject device flashed) was duplicated with sound due to the failure of the main circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the thoracic surgery, all indicators on the front panel of the subject device flashed and no examination light was coming from the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the device was delivered for less than five years, and after fumigation and corrosion were observed on the substrates, it is assumed that dew condensation occurred on the substrates and parts on the main substrates failed due to use in a humid environment. If additional information becomes available, this report will be supplemented.